Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz product was causally related to the incident. During the hospital's quarterly extracorporeal shock-wave lithotripsy chart review, they notified co of this adverse event. In 2001, pt underwent extracorporeal shock-wave lithotripsy treatment for right renal calculi. There were three renal stones ranging from 3-5mm. After treatment, pt was admitted to the hospital for pain control and was found with peri-renal hematoma. Pt recovered without proactive treatment and was discharged 4 days later. Hematoma is an anticipated adverse event and is described in the labeling. However, karl storz is submitting this report out of caution.